Event description:
(B)(4). After getting essure, I experienced weight gain that I was unable to lose no matter what I tried. I developed severe allergies to things I was never allergic to before. I developed chronic sinusitis and rhinitis. My hair began falling out at a rapid pace. I had extreme fatigue, insomnia, and muscle and joint pain. I developed severe eczema on my hands, along with dry skin all over my body. I developed acne on my face, body and genitals, along with cysts and boils. I had frequent headaches and sometimes dizziness. My menstrual cycles were irregular, and very short in length, with extreme cramping and pelvic pain. I had pelvic pain and back pain also, even when I wasn't menstruating. I have frequent urination, recurring vaginosis and vaginal discharge and odor. I also have extreme bloating in my stomach.